Manufacturer narrative:
(B)(4).

Event description:
Device was found to be in backup mode for unknown reasons. Patient received therapy while in backup. The device was reset and remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.